Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt was found to have out of tolerance u700 and u708 components. The u700 and u708 components were producing improper output. The root cause for the defective u700 and u708 components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was receiving check therapy pad messages.